Event description:
It was reported that during a wedge liver resection one side of the stapler fired and formed proper staple closure. The opposite side did not form the staples properly. The procedure was completed with a like device. There was no patient consequence.